Event description:
It was reported that pump displayed malfunction code and could not be reset, and there were no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.